Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the device overheated and was not working properly. There was no patient impact reported.

Manufacturer narrative:
Analysis found that device would not run motor seized. The seal and bearing were corroded. All the internal parts, motor, wheel lock, housing and screws were all severely corroded due to dried saline. Unable to perform temperature test due to the device was severely corroded. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was confirmed that there was no patient impact and failure was only discovered through testing by the internal technician of the distributor.